Event description:
Dealer claims defective however, no further detail was provided. The reporter did report no injury or harm. Any further information received will be provided in a follow up report. Attempts were made to inquire additional detail. No further information received.